Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported that the ratchet on the chandler retractor is faulty. This was used to complete the case.

Manufacturer narrative:
An event regarding a faulty ratchet on a mis. Chandler retractor was reported. The event was not confirmed. Method & results: -device evaluation and results: a review of the returned device indicated: visual inspection: the device shows one broken screw. This fracture occured at the top of the screw. The nut that should be screwed on the device has not been returned. None of the valves were returned. The device show normal marks of use on its body. There is no specific observation on the rack of the device. Functional test: functional test was performed on the ratchet and the spring was moving in one way and on return way, from the first to the last notch. Functional test was not performed regarding the valves as the device is broken. -medical records received and evaluation: no medical records were received for evaluation due to the nature of the event. -device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. -complaint history review indicated that there have been two other events reported for similar events for the same lot number. Trend request # 992 has been submitted. Conclusions: this investigation concluded that the ratchet of the instrument is functionally compliant but one screw of the valves broke due to a misused of the device: the screw was not screwed enough. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The surgeon reported that the ratchet on the chandler retractor is faulty. This was used to complete the case.